Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump went into threshold suspend with a sensor glucose level of 58 mg/dl and a blood glucose level of 163 mg/dl. No further information was provided.